Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was caller stated that since yesterday their stimulation has not been relieving their neck pain. Caller stated they've tried bringing the stimulation up, but they don't notice any difference. Caller stated they can't turn their head left or right or move it up and down because of the pain. Caller stated they had another stimulator put in on (B)(6) 2022 in their lower back and wondered if that could be interfering. Caller stated the other stimulator is not the same manufacturer, but didn't say what it was. Caller noted that they insisted that the stimulation was turned off for the new one to be put in, and it hasn't worked right since. Caller denied any recent falls or injuries. Agent had caller verify stimulation was on. Caller confirmed that the controller battery was at 90% and the implant was 40%. Caller was in group a with programs 1 and 2 available. Caller stated their intensity is usually around 6.0 but now is up to 8.0. Caller stated they've tried increasing the intensity in both programs with no relief. Caller did not have other groups available. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller stated they have an appointment on friday. A response was received from a patient regarding their complaint. Patient reports they've not had any peace with their device, and a battery replacement was done and the issue was resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.